Event description:
It was reported that the patient was feeling the same symptoms as if his device was at end-of-service (eos). About 5-6 weeks prior to the report, the patient had a "mini head explosion" followed by "field cuts" that was documented by the patient's optometrist as peripheral field loss. The reporter indicated that the patient had an electromyogram (emg) and MRI scan done which confirmed the patient was negative for stroke and migraines. All connections on the patient's system were intact after the diagnostic exams. There was no infection, fluid build-up or redness in the implantable neurostimulator (ins) pocket. Additionally, there was no inflammation or "emotional distress." The reporter stated that the patient continued to have a persistent tingling sensation in the left lip. The patient was noted to have had a dozen falls before all these events. However, there had been no impact on the ins as the patient landed on his buttock, sides or knees with all falls, and there had been no head impact. The reporter also stated that the patient had left-hemisphere dyskinesia, where the lead in the right subthalamic nucleus (stn) had no control. Impedance measurements were normal, between 800 ohms and 900 ohms, and the current was at 34 ma. Parameters on the right side were reported as follows: 3.7v/60pw/170hz, using electrode pair 5-,7+. Parameters on the left side were reported as follows: 3v/60pw/170hz, using electrode pair 1-,3+. It was unknown whether palpation caused stimulation changes. Additional information received 2 weeks later indicated that the cause of the event was unknown, and it may have been related to several falls. There were no abnormal impedance measurements. An intermittent short circuit was detected on the right lead. However, the issue was in the process of being resolved and may be replaced as a result. It was noted that the patient experienced visual distortion, sudden "head rush" and mild disequilibrium. Gradual improvement was noted since 2 tablets of 250 mg of depakote per day was added. It was indicated that x-rays were being planned and the patient had been referred to another physician. The patient did not require hospitalization due to the event and patient outcome was noted as non-serious illness/injury.

Manufacturer narrative:
Concomitant medical products: product ID 748251, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension: product ID 748251, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension: product ID 3387040, lot# v008951, implanted: (B)(6) 2006. Product type: lead: product ID 3387040, lot# v008951, implanted: (B)(6) 2006. Product type: lead. (B)(4).

Event description:
Additional information: it was reported the patient had visual distortions, photopsia or ¿visual phantoms¿ like somebody with migraine. The patient especially had visual distortion on the left when he was fatigued.

Manufacturer narrative:
(B)(4).